Event description:
It was reported that during an unknown procedure the surgeon could not finish the firing sequence. It could be cartridge locked out. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch #101c82. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil detached and damage was noted on the plastic area where the anvil is attached as if the anvil was pulled out of the device, however, it was reassembled without difficulties. The reload was received with 3 drivers up, the swing tab in the locked position and the knife not completely within the doghouse. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please refer to instructions for use as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 101c82, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the reload lock out and would not work? 2. Did the reload begin to staple and cut, but then jammed? 3. Did the device staple? 4. If the device stapled, was the staple line complete? 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 6. Did the device cut? 7. If the device cut, was the cut line complete? 8. Were the cut line and staple lines equal? 9. Did the device staple, but there was no cut line? 10. Could you please clarify if there were any patient consequences? 11. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?